Event description:
Severe blister formation. Pain. Burns. Case description: this is a spontaneous report from a contactable pharmacist via (B)(6) healthcare. A (B)(6) y/o female pt of an unspecified ethnicity started to receive thermacare heatwrap (thermacare joint & arthritis pain neck, shoulder & wrist), lot # g11535 504/11 exp date: march 2015) via an unspecified route of administration from an unspecified date for neck pain. The pt medical history included chronic arthrosis. Concomitant medications included many medications for chronic arthrosis. The pt experienced pain and severe formation of blisters and burns requiring treatment by a physician on (B)(6) 2013. The events were reported to be associated with seriousness criterion "medical intervention required". Thermacare heatwrap was used once and the reaction did not disappear after discontinuation. The heat wrap had not been used earlier. Thermacare was discontinued due to the events. The outcome of the events blisters and burns was given as "unk" as per (B)(6) 2013. The pharmacist considered causal relationship as "likely" due to pain medication and heat wrap. Add'l info has been requested and will be provided as it becomes available.

Manufacturer narrative:
F/u ((B)(6) 2013): new info received from the contactable pharmacist includes: updated pt demographics; product data (indication, lot number, exp date), new events (pain and burns), action taken of the product and the events outcome. Case comment: based on the info available, there was a reasonable possibility that the reported events of "pain and severe formation of blisters and burns requiring treatment by a physician" were associated with the use of thermacare heat wrap. The case will be reevaluated should add'l info become available.